Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was further reported that the atrial lead had a possible fracture. The lead had continued high impedance and noise. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was high impedance on the atrial lead. The device was reprogrammed to change sensitivity of lead. The lead remains in use. No patient complications were reported as a result of this event.